Event description:
On (B)(6) 2015 I had breast augmentation. By may the same year I had swollen lymph nodes in my armpits. At 3 years with implants I have swollen lymph nodes in my neck and groin in addition to my armpits. I also have acquired an allergy to mercury. I have severe cystic acne, h-pylori, heart palpitations, spontaneous tears in my tendons in my hip.